Event description:
Follow up revealed that the patient's ipg was replaced. Issue has been resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient lost therapy after an unrelated surgery. The patient's ipg is no longer able to communicate with external devices. Troubleshooting was unable to provide resolution. As a result, surgical intervention may be pending to address this issue.